Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with the up button not responding due to corroded keypad traces. The device was also received in with a protruded/loose drive suppport disk, cracked case, cracked reservoir tube lip, cracked battery tube threads and damages to the lcd window.

Event description:
It was reported that the drive support cap is protruded. Nothing further reported.